Manufacturer narrative:
Review of patient records found one previous complaint on file regarding malfunction of the external therapy discs. The devices were replaced and no further complaints were reported to the nalu. The patient did not communicate any dissatisfaction to anyone at nalu and thus the firm was not aware that the patient had ceased using the system. No troubleshooting or reprogramming was done to improve therapy because the firm was unaware of any issues. The explanted components were discarded by the medical facility and thus unavailable for inspection and testing.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 after a trial phase with a different manufacturer device. At some point the patient became dissatisfied with the level of pain relief and decided to stop using the system. On (B)(6) 2025 the system was fully explanted.